Manufacturer narrative:
A review of the surgical technique was carried out and the complaint was confirmed. The technique that was provided to the hospital outlined only a 75mm size option for the principle shaft. The surgical technique has now been updated to include all sizing options for the modular distal femur.

Manufacturer narrative:
An event regarding alleged incorrect measurements in the surgical procedures of a mets distal femur was reported. The event was not confirmed. The distal femur mets was successfully implanted with no reported complications. The siw person in attendance was there as the hospital had a lack of experience in using mets products. The surgeon needed approximately 300mm extension but the op tech showed a max of 263mm (extension 120 + principal shaft 75). The siw person checked with the design office and decided any size principle shaft with an extension shaft could be used. It is noted in the operations instructions and guidelines that longer extension can be achieved by using the next principle shaft with the extension shaft. Stanmore can also manufacture custom devices to the requirements of the surgeon if a mets product is not ideal for the patient. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. Corrected data: common device name/product code was corrected from "distal femur implant" to "limb salvage system/kro".

Event description:
It was reported by the surgeon prior to the procedure that she was concerned with the overall length available with the mets distal femur kit. The surgical technique only outlined one available principle shaft in 75mm. A stanmore implants worldwide representative was in attendance and confirmed that the principle shafts were available in various sizes up to 150mm. The surgeon was able to select the most appropriate sizing option for the patient and the procedure was completed successfully. This is a supplemental report to 3004105610-2014-00065 ((B)(4)).

Event description:
It was reported by the surgeon prior to the procedure that she was concerned with the overall length available with the mets distal femur kit. The surgical technique only outline one available principle shaft in 75mm. A stanmore implants worldwide representative was in attendance and confirmed that the principle shafts were available in various sizes up to 150mm. The surgeon was able to select the most appropriate sizing option for the patient and the procedure was completed successfully.